Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The device was explanted on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced an extrusion and skin breakdown, exposing the receiver/stimulator through the skin (specific date not reported). There are plans to explant the device however, this has not occurred as of the date of this report.